Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump and its gears have become increasingly louder. The customer reported a blood glucose (bg) level of 364 (mg/dl) and delivered a manual injection. It was indicated that the current pump and/or manual injections were available for diabetes management.